Event description:
It was reported that catheter entrapment on the guidewire occurred. An angiojet solent omni was selected for a thrombectomy procedure in an unspecified lesion. During the procedure, a 0.035 amplatz guidewire was jammed inside the catheter. The catheter was noted to be damaged. The procedure was completed with a second catheter. No patient complications were reported.